Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6), 2011; the patient was reimplanted with a new device on (B)(6), 2011.this report is filed (B)(6), 2011.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the electrode array was found to have migrated out of the cochlea. Explant and reimplantation is planned but had not taken place at the time of this report (B)(6), 2011.

Manufacturer narrative:
(B)(4). Implanted device remains.